Manufacturer narrative:
Received one device. History review identified there was no indication that the complaint was related to a service of the device within the review period. There were no damages or anomalies observed. In attempts to replicate clinical use, the sample was to be filled with 250ml of ro water using an ICU medical provided syringe. A leak was observed on the top edge of the bag seam with the yellow casing was removed to better inspect the leak. The complaint of liquid leakage can be confirmed. The probable cause is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a liquid leakage while filling. Per reporter, the event occurred in late oct-2024 during priming at the facility. There was no patient involvement.